Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramping') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones and blood in stool. Concurrent conditions included proctitis, obesity and unilateral renal calculus. Concomitant products included ferrous sulfate (ferrous sulphate) since (B)(6) 2010 for female sterilisation, hydroxychloroquine phosphate (plaquenil) for systemic lupus erythematosis as well as caffeine;paracetamol (excedrin aspirin free), hydrocodone bitartrate;paracetamol (norco) and paracetamol (tylenol extra strength). In 2010, the patient experienced renal failure ("kidney failure/kidney failure"), necrotising fasciitis ("necrotizing fasciitis/necrotizing fasciitis"), systemic lupus erythematosus ("lupus (sle)/autoimmune disorder: lupus (sle)"), allergy to metals ("allergy to the nickel in the device/ nickel allergy/allergic or hypersensitivity reaction nickel allergy") with pruritus and rash, contusion ("spontaneous bruising in abdomen/spontaneous bruising in abdomen"), anaemia ("chronic anemia/blood or heart disorder: chronic anemia"), seizure (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), flank pain ("left flank pain/left flank pain"), abdominal pain ("severe abdominal pain at all times/gastrointestinal condition type: severe abdominal pain at all times") and cystitis ("multiple bladder infections/infection (bladder/urinary tract/vaginal) type: multiple bladder infection"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("uterine bleeding"), menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches") and painful intercourse ("vaginal pain with intercourse"). The patient was treated with antibiotics, iron and surgery (hysterectomy, bilateral salpingectomy scheduled on (B)(6) 2021). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain lower, allergy to metals, menorrhagia and dysmenorrhoea had not resolved and the genital haemorrhage, renal failure, uterine haemorrhage, necrotising fasciitis, systemic lupus erythematosus, vaginal haemorrhage, female sexual dysfunction, contusion, migraine, headache, anaemia, alopecia, seizure, nausea, dyspareunia, flank pain, vaginal discharge, fatigue, weight increased, abdominal pain, cystitis and painful intercourse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, contusion, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, necrotising fasciitis, renal failure, seizure, systemic lupus erythematosus, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased and painful intercourse to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and was currently investigating her options for removal of the essure device. Essure did not worsened a previously existing injury/condition. Date(s) of insertion: (B)(6) 2010 (discrepancy noted). Date of removal scheduled - (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.5 kg/sqm. Computerised tomogram - on (B)(6) 2018: CT abd/ pelvis w/o contrast findings: evaluation of solid viscera is limited by the lack of intravenous contrast material. Impression: 1. Punctuate non-obstructing left lower renal pole calculus. No hydronephrosis or periureteral/perinephric edema. 2. Underdistention versus mild wall thickening at the level of the rectum, consider correlation for evidence of proctitis. 3. Focal patchy groundglass opacities within the posterior left lower lobe, consider correlation for atypical infectious/ inflammatory process.. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Weight - on (B)(6) 2018: current weight as of (B)(6) 2018: 190 lbs. Approximate weight at the time of essure placement 230 lbs.. X-ray of pelvis and hip - in october 2010: results: total bilateral occlusion. Concerning all the injuries reported in this case, the following one were confirmed in patient's medical record: flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramping') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones and blood in stool. Concurrent conditions included proctitis, obesity and unilateral renal calculus. Concomitant products included ferrous sulfate (ferrous sulphate) since (B)(6) 2010 for female sterilisation, hydroxychloroquine phosphate (plaquenil) for systemic lupus erythematosis as well as caffeine; paracetamol (excedrin aspirin free), hydrocodone bitartrate; paracetamol (norco) and paracetamol (tylenol extra strength). In 2010, the patient experienced renal failure ("kidney failure/kidney failure"), necrotising fasciitis ("necrotizing fasciitis/necrotizing fasciitis"), systemic lupus erythematosus ("lupus (sle)/autoimmune disorder: lupus (sle)"), allergy to metals ("allergy to the nickel in the device/ nickel allergy/allergic or hypersensitivity reaction nickel allergy") with pruritus and rash, contusion ("spontaneous bruising in abdomen/spontaneous bruising in abdomen"), anaemia ("chronic anemia/blood or heart disorder: chronic anemia"), seizure (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), flank pain ("left flank pain/left flank pain"), abdominal pain ("severe abdominal pain at all times/gastrointestinal condition type: severe abdominal pain at all times") and cystitis ("multiple bladder infections/infection (bladder/urinary tract/vaginal) type: multiple bladder infection"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("uterine bleeding"), menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches") and painful intercourse ("vaginal pain with intercourse"). The patient was treated with antibiotics, iron and surgery (hysterectomy, bilateral salpingectomy scheduled on (B)(6) 2021). Essure treatment was not changed. At the time of the report, the abdominal pain lower, allergy to metals, menorrhagia and dysmenorrhoea had not resolved and the genital haemorrhage, renal failure, uterine haemorrhage, necrotising fasciitis, systemic lupus erythematosus, vaginal haemorrhage, female sexual dysfunction, contusion, migraine, headache, anaemia, alopecia, seizure, nausea, dyspareunia, flank pain, vaginal discharge, fatigue, weight increased, abdominal pain, cystitis and painful intercourse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, contusion, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, necrotising fasciitis, renal failure, seizure, systemic lupus erythematosus, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased and painful intercourse to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and was currently investigating her options for removal of the essure device. Essure did not worsened a previously existing injury/condition. Date(s) of insertion: (B)(6) 2010 (discrepancy noted). Date of removal scheduled - (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.5 kg/sqm. Computerised tomogram - on (B)(6) 2018: CT abd/ pelvis w/o contrast. Findings: evaluation of solid viscera is limited by the lack of intravenous contrast material. Impression: punctuate non-obstructing left lower renal pole calculus. No hydronephrosis or periureteral/perinephric edema. Underdistention versus mild wall thickening at the level of the rectum, consider correlation for evidence of proctitis. Focal patchy groundglass opacities within the posterior left lower lobe, consider correlation for atypical infectious/ inflammatory process.. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Weight - on (B)(6) 2018: current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. X-ray of pelvis and hip - in (B)(6) 2010: results: total bilateral occlusion. Concerning all the injuries reported in this case, the following one were confirmed in patient's medical record: flank pain. Most recent follow-up information incorporated above includes: on 19-jan-2021: medical record received case become serious as surgery information was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramping') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, blood in stool and multiparous. Concurrent conditions included proctitis, obesity, unilateral renal calculus, cervical intraepithelial neoplasia ii, fibroids, cystocele and peritoneal adhesions. Concomitant products included ferrous sulfate (ferrous sulphate) since (B)(6) 2010 for female sterilisation, hydroxychloroquine phosphate (plaquenil) for systemic lupus erythematosis as well as caffeine;paracetamol (excedrin aspirin free), hydrocodone bitartrate;paracetamol (norco) and paracetamol (tylenol extra strength). In 2010, the patient experienced renal failure ("kidney failure/kidney failure"), necrotising fasciitis ("necrotizing fasciitis/necrotizing fasciitis"), systemic lupus erythematosus ("lupus (sle)/autoimmune disorder: lupus (sle)"), allergy to metals ("allergy to the nickel in the device/ nickel allergy/allergic or hypersensitivity reaction nickel allergy") with pruritus and rash, contusion ("spontaneous bruising in abdomen/spontaneous bruising in abdomen"), anaemia ("chronic anemia/blood or heart disorder: chronic anemia"), seizure (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), flank pain ("left flank pain/left flank pain"), abdominal pain ("severe abdominal pain at all times/gastrointestinal condition type: severe abdominal pain at all times") and cystitis ("multiple bladder infections/infection (bladder/urinary tract/vaginal) type: multiple bladder infection"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("uterine bleeding"), heavy menstrual bleeding ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches") and painful intercourse ("vaginal pain with intercourse"). The patient was treated with antibiotics, iron and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, allergy to metals, heavy menstrual bleeding and dysmenorrhoea had not resolved and the genital haemorrhage, renal failure, uterine haemorrhage, necrotising fasciitis, systemic lupus erythematosus, vaginal haemorrhage, female sexual dysfunction, contusion, migraine, headache, anaemia, alopecia, seizure, nausea, dyspareunia, flank pain, vaginal discharge, fatigue, weight increased, abdominal pain, cystitis and painful intercourse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, contusion, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, necrotising fasciitis, renal failure, seizure, systemic lupus erythematosus, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased and painful intercourse to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and was currently investigating her options for removal of the essure device. Essure did not worsened a previously existing injury/condition. Date(s) of insertion: (B)(6) 2010 (discrepancy noted). Date of removal scheduled - (B)(6) 2021. The right tube was then cannulated with the essure spring device with 1 coil visible. The left tube was then similarly cannulated, and the hub of the essure device was visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.5 kg/sqm. Computerised tomogram - on (B)(6) 2018: CT abd/ pelvis w/o contrast findings: evaluation of solid viscera is limited by the lack of intravenous contrast material. Impression: 1. Punctuate non-obstructing left lower renal pole calculus. No hydronephrosis or periureteral/perinephric edema. 2. Underdistention versus mild wall thickening at the level of the rectum, consider correlation for evidence of proctitis. 3. Focal patchy groundglass opacities within the posterior left lower lobe, consider correlation for atypical infectious/ inflammatory process.. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Weight - on (B)(6) 2018: current weight as of (B)(6) 2018: 190 lbs. Approximate weight at the time of essure placement 230 lbs.. X-ray of pelvis and hip - in (B)(6) 2010: results: total bilateral occlusion. Concerning all the injuries reported in this case, the following one were confirmed in patient's medical record: flank pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: medical record received. Reporters, medical history, essure removal date and action taken with drug were added. Reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.